Event description:
It was reported that the pump touch screen was cracked and illegible. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.